Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, failed down stream occlusion. No patient involvement.

Manufacturer narrative:
Other, other text: the device was returned to smiths medical. Performed functional check. Performed nda-testing of pump as per fm-dp-20085-007. The reported "failed dso testing" problem was duplicated. Dso/uso sensors failed occlusion tests. The defective upstream and downstream occlusion sensors were replaced.a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.